Event description:
It was reported by service report that there was a broken wheel (outer base tube that had broken off at the head left caster). No pt involvement or adverse consequences were reported.